Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported that the act button on the insulin pump was unresponsive. Customer stated that the plastic where the battery screws in was cracked and beginning to chip. Customer's blood glucose reading at the time of the call was 113 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.